Event description:
Device malfunction: stent delivery system separation. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that using a contralateral approach, two absolute stents were successfully deployed in the right common iliac artery. During advancement of the absolute pro-self-expanding stent system (sess) to the right superficial femoral artery, the non-abbott introducer sheath prolapsed into the aorta pulling the undeployed sess with it. The sess was removed from the anatomy and the introducer sheath was repositioned. The sess was reinserted and advanced to the lesion; however, during stent deployment, the thumbwheel turned, but the protective sheath did not retract and the stent did not deploy. As the sess was removed through the previously implanted absolute stent, the sess became caught on the previously implanted stent strut. When force was used in an attempt to remove the sess from the stent strut, the sess separated into two pieces. The sess was removed from the anatomy, leaving the separated distal end with the undeployed stent on the guide wire. After an unsuccessful attempt was made to remove the distal portion of the sess, it was successfully embedded into the vessel wall of the iliac bifurcation by using two omnilink stents. There was no other adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
Off label vascular use, excessive force. Eval summary: without the return of the device, a thorough analysis of the absolute pro .035 self-expanding stent system (sess) could not be conducted. Reportedly, the non-abbott introducer sheath prolapsed into the aorta pulling the undeployed sess along with it, suggesting a procedural handling issue rather than a product quality deficiency. It was reported that during an attempt to deploy the stent, the thumbwheel was rotated, the distal sheath did not retract, which prevented the stent from deploying. Factors that may contribute to the inability to deploy the stent include, but are not limited to, manufacturing or possible damage to the distal section of the sess when the introducer sheath prolapsed. During production, all sess are visually inspected for shaft damage, checked for thumbwheel rotation and visually inspected for stent location. Additionally, samples from each lot are functionally and destructively tested to verify distal sheath integrity and stent deployment force. There were no discrepancies reported or observed during the preparation or inspection of the product prior to use. A damaged distal sheath would likely have been detected during an instruction for use inspection (IFU). No manufacturing quality deficiencies were detected, the reported incident, failure to deploy, appears to be procedural related. Reportedly, as the sess was being removed through the previous planted absolute stent, the sess became caught on the absolute stent strut. Factors that can contribute to resistance felt during removal of the sess include, but are not limited to, manufacturing or interactions with previously deployed stents, which can be affect by the lesion tortuosity, pt anatomy, or lesion calcification. During production, all sess are visually inspected and inspected for guide wire movement. There were no angiographic images available for an abbott review, which may have provided additional info. Reportedly, force was used to remove the sess and the shaft separated into two pieces. The IFU states that "should unusual resistance be felt at any time, during removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components." The separation does not appear to be a manufacturing quality deficiency, but more procedural related to the excessive force used. The lot number was not provided; therefore, a review of the finished device lot history record could not be reviewed.